Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found escar in and around the jaws and the handle was latched. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report. Initial report sent under MDR number 1717344-2013-01045. Date sent: (B)(4) 2014.

Event description:
The customer reported that during a total gastrectomy procedure, the surgeon sealed the tissue and received an endtone (indicating a completed seal cycle), but the seal was found to be incomplete. The surgeon sealed several times over the same tissue in order to complete the seal. There was no bleeding, and another device was opened and used for the remainder of the procedure. There was no injury to the pt.